Manufacturer narrative:
Insulin pump was inspected with no broken reservoir tube lip and missing reservoir tube lip o-ring noted. However, found cracked reservoir tube lip. Insulin pump received with corroded battery tube noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that pump was broken at reservoir connection it missed the plastic guard (transparent) and the o'rings. The blood glucose level was unknown. The product will not be returned for analysis.